Manufacturer narrative:
Additional contact: (B)(6). Asset tracker.

Event description:
Information was received indicating that bubbling was found on the downstream occlusion (dso) sensor seal of a smiths medical cadd solis vip pump. There was no patient injury. The pump was being cleaned with bleach germicidal wipes and wiped with sani-cloth germicidal disposable wipes.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection was completed, and the downstream sensor seal was bubbled and degraded. The cause of the issue was unable to be determined.